Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedances. It was further reported that the lead exhibited continually rising impedances, as well as rising thresholds. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.